Event description:
Spontaneous report. Per patient while infusing, pump stopped waking halfway through. Patient was going to try to manually infuse but decided against since it is a large dose. Pt states he got about 20gm of the 35g. No further information provided. Patient was unable to complete therapy & did not receive the full dose, no adverse event reported due to pc. Defective pump available for return. The suspect device serial number was not provided by the patient. The following device serial number is currently checked out by the patient for use: (B)(6). Reported to (B)(6) by: patient/caregiver.